Event description:
It was reported that right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) indicated this was likely calcification, however it is not confirmed at this time. Additional information is being requested from the field. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.